Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0868 inches. Possible over delivery anomaly not confirmed during testing. The pump was programmed with multiple test boluses and monitored. All boluses delivered properly and were recorded in the pumps daily history screen. No bolus anomaly noted during testing. The pump was monitored for 5 days. No unexpected bolus delivery anomaly noted. Per freger, mark ¿ r&d engineer (bolus anomaly 16.8u) the 16.8u bolus was programmed on apr 1. 2023 using meal wizard, and the amount of the programmed bolus was based on food input. In order to enter carbs, the user had to navigate to meal wizard screen using keypad. Unfortunately, the diagnostic traces (recorded from 5/07/2023) do not contain the corresponding keypresses so they cannot be confirmed. The pumps low reservoir alarm was set to 20.0 units. Programmed and delivered a test bolus. The pump properly alarmed low reservoir with 20.0 units left in the pump's status screen. No low reservoir alarm anomaly noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the boluses listed on the event date 01-apr-2023 in the pump history file. 04/01/2023 00:53:07.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 7000 (0.7 u), bolusamountdelivered: 7000 (0.7 u). 04/01/2023 03:51:39.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 13000 (1.3 u), bolusamountdelivered: 13000 (1.3 u). 04/01/2023 03:55:00.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). 04/01/2023 04:00:01.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). 04/01/2023 04:25:00.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u), bolusamountdelivered: 500 (0.05 u). 04/01/2023 04:30:00.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). 04/01/2023 04:35:00.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u), bolusamountdelivered: 500 (0.05 u). 04/01/2023 04:40:00.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). 04/01/2023 05:16:03.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1foodbolus (7), normalbolusamountprogrammed: 168000 (16.8 u), bolusamountdelivered: 168000 (16.8 u). 04/01/2023 05:25:00.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). 04/01/2023 05:45:00.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). 04/01/2023 05:59:57.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). Please see below for the daily total of all insulin delivered on the event date 01-apr-2023. 04/02/2023 00:00:00.000 dailytotalsg670 (63), dailytotalcollectionstarttime: 04/01/2023 00:00:00.000, dailytotalofallinsulindelivered: 208250 (20.825 u), dailytotalofbasalinsulindelivered: 20250 (2.025 u), dailytotalofbolusinsulindelivered: 188000 (18.8 u). Please see below for the pump errors/alarms noted 1 week prior to the event date 01-apr-2023 in the pump history file. 03/27/2023 17:31:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 03/28/2023 12:26:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 03/28/2023 12:36:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 03/30/2023 20:11:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 04/01/2023 00:45:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 04/01/2023 01:31:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 04/01/2023 03:36:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 04/01/2023 05:06:00.000 alarmalertnotification (40), faultnumber: lowbatteryalert (104). 04/01/2023 14:37:00.000 alarmalertnotification (40), faultnumber: changebatteryfault (73). 04/01/2023 14:47:00.000 alarmalertnotification (40), faultnumber: changebatteryfault (73). 04/01/2023 14:49:24.000 batteryremoved (55). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Earliest power data available per the power management tool/detail trace file is on 6/11/2023 6:53:56 am. There was no power data available for the date of 04/01/2023. Unable to check power data for low battery alert and replace batt alert/changebatteryfault (73). However, the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Lost sensor alert not confirmed. Low battery alert (104) not confirmed. Change battery fault (73) not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs. Low reservoir anomaly not confirmed. Possible over delivery anomaly not confirmed. Bolus anomaly (16.8 unit) unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of unknown mg/dl. Troubleshooting was not performed. The customer was admitted in hospital, emergency service , treated with glucagon shot. The customer was not reporting any symptoms related to low blood glucose event. Customer reported that reservoir had 16 units of insulin on board but pump displayed low already. Its unknown whether the pump was used within 48 hours and also unknown the auto mode feature was not active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue using the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received, the received information has been provided in section b5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed in the initial report. The missed information has been provided in section h6 under medical device problem code with this report.

Event description:
Additional information received: customer was admitted to the hospital for hypoglycemia with a bg of 80mg/dl. The customer reported that she woke up to a 16u bolus being delivered that she did not initiate. The pump was discontinued and the device returned for analysis.